Event description:
New information received notes the pacemaker was explanted and replaced. There were no adverse patient consequences.

Event description:
It was reported that the patient presented in clinic. It was noted that the pacemaker had reached end of service (eos) prematurely on (B)(6) 2021 while elective replacement indicator (eri) was recorded as (B)(6) 2021. The voltage trend had sharply decreased. Initially, a programmer issue was suspected but additional interrogation did not change the values and no programmer errors were noted. Premature battery depletion was suspected. The pacemaker was pending a procedure for a revision. There were no patient consequences.